Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support educated the customer on loading room temperature insulin into the cartridge. A supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to customer's blood glucose level.